Manufacturer narrative:
Bottle 6 (ethanol) was not in contact with the corresponding sensor for approximately six (6) seconds at 14:12 pm on (B)(6) 2017, which is not sufficient time to replace the reagent; and the properties of the corresponding reagent station were reset at 14:37 pm on (B)(6) 2017. Resetting a reagent station sets the concentration to the default value configured in the reagent types definition unless an alternative value is entered into the instrument software by the user; and resets the number of cassettes processed and the number of cycles and days to zero. The properties of the reagent in bottle 6 prior to this action were: ethanol concentration=66.5%, cycles=100, cassettes=6656, days=91. A user affirmed in the instrument software that the default concentration of 100% was to be set at 14:37 pm on (B)(6) 2017. The instrument software uses reagent concentration to select reagent stations when a protocol is scheduled, the reagent station with the lowest (in-threshold) concentration of a reagent group or type is selected for the first step using that reagent group or type; and reagent stations of increasing concentration are used for the succeeding processing steps of the reagent group or type. Reagent with the highest concentration is always used for the final processing step of a reagent group or type before changing to another reagent group or type. As a consequence, the reagent in bottle 6 (ethanol) was used in the final dehydration step of the "12 hr xylene 5 pm start anne" protocol started in retort b at 18:22 pm on (B)(6) 2017, from which sub-optimal tissue processing was reported. The "12 hr xylene 5 pm start anne" protocol started in retort b at 18:22 pm on (B)(6) 2017, which comprised 145 cassettes, failed at 23:59 pm on (B)(6) 2017, as a consequence of the "204" event code indicating unable to drain. Although the user affirmed in the instrument software that the reagent concentration in bottle 6 (ethanol) was to be set to the default value of 100% at 14:12 pm on (B)(6) 2017, the actual concentration of the reagent in bottle 6 (ethanol) remained unchanged at 66.5%, because the bottle had not been removed from the instrument for sufficient time to replace the reagent. The minimum final reagent concentration required for ethanol is 98%. The consequences of using reagent at a concentration less than the minimum required for the final dehydration step in a protocol is re-introduction of water into the tissue which cannot be displaced in subsequent processing steps; and contamination of reagents used in the subsequent processing steps, ultimately resulting in sub-optimal tissue processing. The "204" event code recorded at 23:59 pm on (B)(6) 2017, during execution of the "12 hr xylene 5 pm start anne" protocol started in retort b at 18:22 pm on (B)(6) 2017 indicates an attempt has been made to drain the retort back to the bottle (bottle 6 in this instance), but the status of the bottle has changed while the reagent was in the retort. This change is the result of a user action or from the bottle being removed and replaced from the machines without the user updating its status from unknown. At 22:29 pm on (B)(6) 2017, a user affirmed in the instrument software that bottle 6 (ethanol) was topped up. As a consequence, the "12 hr xylene 5 pm start anne" protocol started in retort b at 18:22 pm on (B)(6) 2017, failed at 23:59 pm on (B)(6) 2017, when the instrument attempt to drain the reagent in retort b back to bottle 6 and there was no reagent container available for the reagent to drain back into. A user accessed the retort at 00:18 am on (B)(6) 2017. As a consequence, the 145 cassettes from the failed protocol remained in the retort covered with ethanol (bottle 6 at 66.5%) for approximately 19 minutes until a user intervened. Investigation of this complaint found that the instrument functioned as designed during execution of the "12 hr xylene 5 pm start anne" protocol started in retort b at 18:22 pm on (B)(6) 2017. The root cause of the sub-optimal tissue processing reported was a use error, which occurred at 14:37 pm and 14:37 pm on (B)(6) 2017. The facts suggest that manual replacement of the reagent in bottle 6 (ethanol) was not completed in accordance with the manufacturer instructions detailed in the leica peloris/peloris ll user manual, which contains the following specific warning: "always change reagents when prompted. Always update station details correctly - never update the details without replacing the reagent. Failure to follow these directives can lead to tissue damage or loss." The root cause for the failure of the "12 hr xylene 5 pm start anne" protocol started in retort b at 18:22 pm on (B)(6) 2017, was a use error. Specifically a user affirmed in the instrument software that the bottle 6 (ethanol) was topped up. As a consequence the instrument was unable to drain the reagent in retort b back to bottle 6 and there was no reagent container available for the reagent to drain back into.

Event description:
Leica biosystems received a complaint that a processing run has failed in the middle. The laboratory advised that a laboratory staff member subsequently filled and drained the retort manually to process the tissue samples and the tissue samples were described as "spongy". The affected tissue samples were sent to another laboratory for re-processing. On 19 september 2017, leica biosystems (B)(4) received information that all the cases from which tissue samples exhibited sub-optimal tissue processing, were diagnosable.